Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with blood glucose levels over 900 mg/dl. The customer changed the infusion set two days prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime test. The insulin pump was programmed correctly as well. Nothing further was reported.